Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: icf09b implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were implanted after the use before date (ubd.) No patient complications have been reported as a result of this event.